Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
A ¿motorfailure issue¿ was reported. A pump stop occurred and the hand cranking was carried out until the cardiohelp was exchanged. The technician also reported that they do not know why the hls set was disconnected during use. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A ¿motorfailure issue¿ was reported. A pump stop occurred and the hand cranking was carried out until the cardiohelp was exchanged. The technician also reported that he do not know why the hls set was disconnected during use. The failure occurred during treatment. No harm to any person was reported. A getinge service technician (fst) was sent for investigation. On 2022-07-13 the fst could not reproduce the failure and no part was replaced. According to the logfiles the error message "pump disposable error - stop" occurred on the date of event. Furthermore on 2022-07-28 the fst returned to examine the sensor panel and see the release machanism of the disposable coupling. He mounted the test equipment, started the cardiohelp and uncouple the hls set once and then several times. The fst observed the behavior of the error message. Moreover on 2022-08-16 the fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The root cause was determined as a handling failure of the device as per customer and fst. However, according to the risk file following root causes can lead to the reported failure: - no or insufficient coupling between cardiohelp and disposable (disposable no longer connected to drive during operation). In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2022-08-09 for the period of 2016-06-20 to 2022-07-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-20. Based on the results the reported failure "error message : pump disposable error - stop" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).